Event description:
Allegedly, a nurse worked in a hospital. During this time nurse developed a latex allergy while using unidentified gloves. Ssl america, inc was notified of the alleged event through a process of litigation involving many companies. It is unclear that the co's device was used or caused any injury to the pt.